Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced a right groin bleed. Heparin had been administered leading up to the event. The patient was administered one unit of blood in response to the bleed. The patient continues on support.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.